Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no errors were found with the station. A field service engineer remoted in to confirm the station was functioning properly with no errors. The system functioned as intended after the field service engineer verified the device remotely

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the cubie was jammed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.